Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The incident occurred due to the patient losing their controller. Details regarding the hospitalization and treatment have not been reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The incident occurred due to the patient losing their controller. The patient blood glucose level reached over 20 mmol/l (360 mg/dl). The pod was worn for over 3 days and had become expired. The patient felt weak and was unable to concentrate. The patient stayed at the hospital for about 24 hours. Details regarding treatment were not reported.

Manufacturer narrative:
Update to b5 additional information was provided on 06jan25.